Event description:
The ge oec 9800 fluoroscopy sys would not produce x-ray images. The monitor went black.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the issue was isolated to a defective generator interface pcb. The generator interface pcb was removed and replaced, the nodes and flash were re-built. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.